Manufacturer narrative:
Blank display due to corroded battery cap contact, however test battery cap was used and insulin pump passed the operating currents measurement, self test and displacement test. No unexpected low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and received low battery alarm. The customer's blood glucose level was unknown. It also reported that display did not returned after insertion of new battery. The insulin pump will be returned for analysis.